Event description:
A nurse reported that diathermy was not working during a vitreo-retinal procedure. The system was rebooted but the event occurred again with a "loss of the icons." The system was exchanged and the case was able to be completed following a delay of 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and verified system message (sm) [u/s diathermy module ultra power and diathermy not available - communication problem] in the system's event log. The company rep replaced the host module and the w6 system power cable. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).